Manufacturer narrative:
Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the 2.4mm va locking screw stardrive package was ordered but the package that was delivered was empty. There was no patient involvement. This report involves one (1) 2.4mm va locking screw stardrive 18mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: monument. Manufacturing date: 05-jan-2021. Part number: 02.210.118, 2.4mm va locking screw stardrive 18mm. Lot number: 83p9036 (non-sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. A five-piece weight variance was recorded, flow inspect/pack. Inspection sheet, mill shaft threads, head threads & flutes, final inspection met all inspection acceptance criteria. Packaging label log (pll) lppf was reviewed and determined to be conforming. A total of 242 labels were printed; (B)(4) labels were used on product; 1 label was used on the pll and 6 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿package delivered was empty¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.